Event description:
The facility reported an overinfusion, found during pt infusion with no pt injury or medical intervention required. The device was programmed to infuse 100ml of a 250 ml bag of morphine sulfate at 5 ml/hr. When the rn returned to the room in 2 hours, it was noted that 93 ml had been delivered and the pt seemed sleepy. This was set up on pump side 2 as a primary line on a hospice floor. No add'l info.